Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: hrs. Additional device product codes: complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.118.518ts. Lot # 8l72824. Manufacturing site: (B)(6). Release to warehouse date: 26 oct 2021. Expiration date: 01 oct 2026. Supplier: (B)(6). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the osteosynthesis with the screw in question for the clavicle fracture. After the third bone fragment was reduced and fixed with a lag screw, a plate was fixed with k-wires. Then, the screw in question was inserted, and the screw broke under the screw head. The surgery was completed successfully within 30 minutes delay. It was confirmed by x-ray that no fragments were retained in the patient. According to the surgeon, the screw was inserted in the wrong direction and the surgeon continued to insert the screw. Additionally, the patient was young and had good bone quality. As a result, the stress on the screw, and it might cause the fracture. The surgery was completed without any problems with the use of another device. This report involves one (1) 2.7mm ti metaphyseal scr/slf- tpng w/t8 strdrv recess/18mm. This is report 1 of 1 for (B)(4).